Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that year ago they had stroke and diagnosed with arthritis. Customer changed location when they called first time about no delivery alarm. Customer states recurring no delivery alarms may be due to site, set or reservoir issues. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will not be return for analysis.